Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer's current blood glucose is 298 mg/dl. The customer did experience any symptoms such as throwing up, could not catch breath, heart was hurting, dehydrated severely as a result of high blood glucose. The customer was treated with an injection. Troubleshooting was done for high blood glucose and under delivery. The customer has not been on insulin pump since she got to hospital on afternoon. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.